Manufacturer narrative:
One decontaminated device was returned for evaluation. Visual and functional testing were performed. The reported problem could not be confirmed as the product was not defective prior to use. The root cause could not be determined as the problem was not confirmed. No further action will be implemented. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the catheter broke off at the part inserted into the vein. There was a patient involvement, and no patient harm reported.